Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing severe pain due to the lead not in the correct area. It was noted that the patient was not getting adequate pain relief and was getting stimulation on the non-target area. The patient underwent a lead revision procedure, however, the revision procedure failed. The physician explanted the entire system. It was also noted that the patients pain was not device related. The patient was doing well postoperatively.